Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
(B)(6) 2014, per medwatch: pt was noted to have swelling of the neck and could/did not draw the blood back. Contrast study revealed 2 breaks within the catheter. Catheter was removed and replaced.